Event description:
The daughter of a (B)(6) old male pt contacted zoll lifecor customer support to report that one of the pt's batteries is unable to charge. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: battery pack (B)(4) has been evaluated. The reported problem (battery is unable to hold a charge) has been confirmed. The battery was also found to have a bent battery contact (pin 6) in the battery interface connector, not allowing the battery to make a proper connection with the charger. The root cause of the bent contact cannot be positively determined but was likely a misalignment with the battery connector while the battery was being forced into the monitor. No adverse event resulted from the defective battery pack. The pt was provided with a replacement battery pack.